Event description:
It was reported that shaft break occurred. The patient performed balloon dilation because of internal fistula functional defect. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified vessel. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the catheter was fractured. The device was simply removed as a whole and the procedure was completed with a different device. There were no patient complications reported.